Manufacturer narrative:
(B)(4). Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was likely caused by a chemical interaction occurring between an internal component and the drug. The drug, valproate, was used during a clinical investigation with the pump. Based on the results of the investigation, the reported event was confirmed.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate on three occasions. Pump therapy is intended to treat symptoms associated with epilepsy with 150 mg valproate per day with citric acid and with a drug concentration of 150 mg per ml. The patient experienced increased seizures during the event and was admitted in the hospital. The pump was explanted on (B)(6) 2017.